Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, the product investigation indicates that the device was analyzed and passed the returned product test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. This supplemental is being filed to correct the outcomes attributed to adverse event and the initial reporter and to capture the device analysis result from the product investigation.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection. There were no additional adverse patient effects reported. The device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection. There were no additional adverse patient effects reported. The device was explanted.